Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the open fuse on the analog bord. The analog board was replaced to resolve the report. The boardwas scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, a loud pop noise was heard and the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.